Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure on an unk date and continued to have severe pelvic pain thereafter. In 2009, the pt had another surgery to fix a mesh erosion that was stuck to the bladder. During the procedure, the bladder was punctured close to the right ureter. The pt was admitted to the hospital and went home with severe pain, a foley catheter and ureter stent for two weeks. A cystogram was done. After the catheter was removed, the pt had terrible bladder spasms for two weeks. The pt was diagnosed with myofascial spasms of the pelvis. Another surgeon removed the mesh except for the arms. The mesh had attached to the peritoneal lining of the bowels. The pt reports painful intercourse and inability to sit due to pain. The pt is presently taking muscle relaxers and pain pills.

Manufacturer narrative:
(B) (4). (B) (4). Bladder spasms. Dyspareunia. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.